Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a clip broke during the original implant surgery making it so the patient could not move forward with bilateral leads as planned unless the surgery was redone. The consumer was calling because the patient was finally ready to redo the surgery. However, the revision was not scheduled and the patient was working with the doctor. There were no associated symptoms. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.